Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. The surgeon prepared the cement according to the surgical technique. The cement leaked out from the connecting part between the mixer and the transferring lid while the surgeon was injecting the cement into syringes. The injection of the cement into the syringes was still completed and the procedure was completed. After surgery, the sales rep and the surgeon checked the situation of cement leaking. There was a gap between the mixer and the transferring lid. It was stated that the cause of the leak seemed to be loosening or deform of the transferring lid. The patient outcome was reported as stable. The procedure was successfully completed without surgical delay. No further information is available. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).